Manufacturer narrative:
As the lot number of the device was unk, all DHR's for this product which were released to the distributer were reviewed. There were no deviations that might be related to the pin breakage. The durability of the flexible pins were tested under worst case conditions as part of the design verification without any failure. In addition, all eco's were reviewed and no design changes were made which could had caused the failure were detected. Based upon this, it is reasonable to assume that an excessive load was placed on the pin during the drilling and caused the breakage. The labeling warns against this condition. Lastly, multiple uses of this single-use device could not be ruled out.

Event description:
Our distributor has reported that a versitomic pin broke when drilling through the femur.